Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the right iliac artery ruptured du ring insertion of the delivery catheter system (dcs) using the inline sheath. It was reported that some resistance was experienced. No closure devices were used prior to noting the injury. The physician attributed the injury to the dcs and the angle of the puncture. An occlusion balloon was used from the contralateral side for hemostasis and surgical anastomosis was performed. The valve was implanted. No additional adverse patient effects were reported.